Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. There are no ncmrs, complaint trends, or related CAPA identified. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports higher than reference with protime microcoagulation system. Protime generated pt/inr 4.1. The customer withheld her coumadin 1 day. The next day the hosp lab generated pt/inr below reportable range. It was reported that the customer had an unspecified hospitalization prior to generating the inr above her therapeutic range for 1 week and was on heparin. The protime package insert indicates in the "limitations" section that "results may be affected in pts receiving heparin or have an abnormal response to heparin". Customer's therapeutic range is pt/inr 2.0-3.0. No adverse event(s) reported.